Event description:
"It was reported the customer reports a fault in the luer screw system. It is as if one could screw without ever reaching the stop. When did the incident occur? Before use with the bd connecta model, the luer lock syringe screwed in as far as it would go, giving the impression that it was securely attached. With the current bc connecta stopcock model, the syringe seems to screw in ¿endlessly¿, which can give the impression that it is not properly attached. Three stopcocks were discarded because they were initially considered defective, but it turns out that this behaviour is related to the design of the model. Although no malfunction has been observed, this difference is troubling in use, particularly in oncology where closed-circuit work is a safety requirement. Staff are not entirely sure that the syringe is securely attached, which can cause discomfort and uncertainty during administration. The customer says they have noticed a difference between the old and new screw systems. Has there been a change? I will go and collect the samples myself to gather more details."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.